Event description:
It was reported that the patient presented for out-patient interrogation. Upon interrogation, it was revealed that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Final analysis found normal battery depletion. No anomalies were detected.